Manufacturer narrative:
Engineering eval: the shaft fractured at the pebax 35d/pebax 40d junction. Only the proximal segment was returned to penumbra. There was no evidence of yielding prior to failure. Conclusion: the failure occurred during removal from packaging. The distal segment hung up on the packaging card tabs as the technician pulled the proximal end of the shaft out of the pouch. A DHR review of the lot was performed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 147-02/a (lot# f12618). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification. Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. Per engineering eval the root cause of the incident was related to "end user" during removal of the catheter from packaging. The parts released in this lot met process requirement.

Event description:
Catheter tip broke off when pulling it out of the package.